Manufacturer narrative:
(B)(4)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician placed the ventricular lead in a stable location but diaphragmatic stimulation was noted. The lead also exhibited high capture thresholds but the physician elected to leave the lead in place. An x-ray was performed after the procedure which revealed the lead was dislodged. The physician elected to leave the lead implanted.